Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report (nc), and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A historic nc was identified; however, the failure being reported in the complaint is not related to the nc. No capas were identified. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the pump was explanted and replaced. The pump was riding too high and the revision allowed the pump to sit in a better position.